Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluation: the lens was returned in liquid in the lens vial. Visual inspection found a small portion of the lens was returned. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while preparing to implant a cc4204a intraocular lens, diopter +23.5 into the patient's eye, the lens was damaged during loading. Reportedly, there was no patient contact. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information: the surgeon states that she thought she'd seen a "smudge" on the lens while attempting to load the lens into the inserter. Last name added. Email address corrected. (B)(4).